Event description:
During an evoke closed loop stimulator (cls) implant procedure, the implanted lead was accidentally pulled and became displaced. This resulted in the patient reporting inadequate pain relief. A lead revision procedure was performed and therapy was restored.

Manufacturer narrative:
The lead and anchor were not returned to saluda. The root cause for the inadequate pain relief could not be definitively determined but possibly caused due to handling during the implant procedure. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿